Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother found the patient unresponsive and was unable to wake him. She called emergency medical services (ems); the patient¿s cgm value was over 100 mg/dl; however, his bg per ems was 26 mg/dl. The paramedics administered oral glucose and fluids via intravenous (IV) therapy. The patient recovered and was not transported to the hospital. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.